Event description:
It was reported that a patient presented with premature battery depletion noted on the patent's insertable cardiac monitor. User concern was expressed regarding the battery longevity. No surgical intervention was confirmed. No adverse patient consequences were reported.